Event description:
Safety syringe didn't lock. Rn was stuck after syringe was used. Syringe was not saved. Customer reports syringe safety shield failed to lock. Needlestick occurred when getting ready to dispose of syringe and needle. A minute puncture was reported.